Event description:
It was reported that the patient was experiencing loss and inadequate stimulation. It was also reported that the patients ipg was non functional. The patient underwent an ipg replacement procedure wherein an MRI capable ipg was implanted. The patient was doing well postoperatively. The explanted ipg was not returned.